Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: biomed states that during ventilation, hospital staff say they were getting external sensor failure, also says that the screen went dark, and buttons were grayed out. That's all the information given. Last pm performed in (B)(6) 2024 removed patient and place on another device. No health impact or consequences.